Event description:
It was reported that the user interface (ui) of the system controller was lifted. A controller exchange was performed.

Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.